Event description:
It was reported that the compressor pump did not work. There was no patient harm. Manufacturer ref. #: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
It was reported that the compressor pump did not work. A bad compressor start capacitor was identified. The hospital kept the capacitor which was not returned. No further issues have been reported. The conclusion in this matter is that the compressor motor start capacitor was defective. As no goods were returned for investigation, the root cause why the motor capacitor failed could not be determined.